Event description:
According to the available information, three months ago, the patient noticed some air bubbles around the implant cylinders [leak], and that there was a squishing sound when he would pump up his implant. He is concerned because his implant only inflates to about 80% now and states the pump feels very soft.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.